Manufacturer narrative:
Analysis of the communicator found no visually anomalies and ¿the device tested ok¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had been having issues with the handset and communicator for about 3 weeks. The patient stated that the handset was not working and not powering on. The patient stated that the communicator had to be held at an angle, and they had to ¿put something on it¿. The patient also had ¿melted¿ charging cords. At the time of the call, the patient didn¿t have their devices with them, so they were going to call back with the devices to perform troubleshooting. The patient called back the next day stating that they left the handset charging overnight and it only got to 22%. The patient added that the handset was ¿not as bright¿ as when they first got it. The patient denied the handset being dropped/wet. During the call, the patient clarified that when they were charging the communicator, they had to plug it in and put some weight on it in order to charge. Per the patient, there was no visible damage to the charging port. The patient stated that there was black tape on their charging cord. A replacement handset, communicator, and universal power adaptor kit were requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.